Event description:
During testing at the user facility, it was noted that the device battery was swollen. The device was returned to the biomedical department for a report of e4s7 and z013 (unintentional watchdog reset ID). No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.